Event description:
Procedure type: sigmoid resection. According to the reporter: the device fired with no abnormalities. When opening, the surgeon did not feel a click. When removing, the anvil detached. Ring forceps were used anally to remove the anvil. When grasped, the surgeon realized that the anvil was stuck on the anterior lip of the anastomosis. After a forced removal, the surgeon identified a dime sized hole on the anterior portion of the anastomosis and had to suture it closed laparoscopically. There was a 30-40 minute delay in the case.

Manufacturer narrative:
(B)(4).